Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 120mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button error alarm or audio/beep anomaly noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.